Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study ((B)(6)) who was implanted with a neurostimulator for urinary dysfunction. It was reported that the patient had an undesirable change in stimulation. The reported they were unable to feel vaginal stimulation, but had a sensation in their toes. They followed-up months after this and complained of back pain and ¿electrical shocks¿ down their right leg. It was noted that these issues were possibly related to the device/therapy and were due to programming. The patient was reprogrammed on (B)(6) 2018 and had their programs changed on (B)(6) 2018. The issue was noted to be resolved without sequelae as of (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).